Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the system gave an inappropriate shock due to oversensing of noise via a decrease in intrinsic amplitudes. The pulse generator gave both a long charge and a charge time error message. The high energy shock impedance was one ohm. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The electrograms signals were mostly flat. An x-ray reveled the electrode was wrapped around the pulse generator. The clinic has programmed the system off and will schedule a revision procedure. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the system gave an inappropriate shock due to oversensing of noise via a decrease in intrinsic amplitudes. The pulse generator gave both a long charge and a charge time error message. The high energy shock impedance was one ohm. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The electrograms signals were mostly flat. An x-ray reveled the electrode was wrapped around the pulse generator. The clinic has programmed the system off and will schedule a revision procedure. There were no adverse patient effects. The system remains implanted.